Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.6, laboratory inr: 2.3. The time between testing was within a few minutes. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #312527, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored for corrective action; no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.